Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d), developed a pneumological disease. The patient was admitted to the hospital where the device was then interrogated. Upon interrogation it was noted that the patient received three to four appropriate shocks where a loss of capture (loc) occurred followed by atrioventricular third degree heart block. No intrinsic rhythm could be detected and external pacing was used to stimulate the heart as pacing was not delivered when required. Upon review of a pacing system analyzer (psa), telemetry was unable to be established. A revision procedure was performed and the device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection noted no anomalies. An attempt to interrogate the device was unsuccessful. The device case was opened and the battery monitoring voltage was normal. The current draw was measured and was normal. Device firmware was reloaded and once again, there were no abnormal current draws noted. The device operated normally throughout testing. The no-telemetry condition was verified in the laboratory; however, the cause of the condition could not be determined. The device operated appropriately throughout laboratory testing.

Manufacturer narrative:
A new competitor device was successfully implanted. To date, the explanted device has not been received at boston scientific. Upon receipt the device will undergo detailed analysis in an attempt to confirm and determine the root cause of this event.